Event description:
It was reported that during the implant procedure, the left ventricular lead could not be fully inserted into the header of the pulse generator. The pulse generator was no longer used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that it was difficult to insert test leads into the atrial and right ventricular connector ports of the pulse generator and the lead insertion force used to insert the leads was out of specification for the product. The left ventricular connector port passed lead insertion tests with normal force to fully insert the test lead.